Event description:
It was reported that the patient experienced dizziness and a syncopal episode. The patient is programmed in managed ventricular pacing (mvp) mode and there were three mode switches, all less than 1 minute in duration. The rate histograms showed atrial pacing in the 70-125 bins and ventricular sensing in bins all the way down to 30-40. It was suggested that the patient may be dropping v-beats in the mvp mode due to intermittent av block. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).